Event description:
Info received, indicates the bed has no functions working.

Manufacturer narrative:
The tech found there was no low voltage power to any of the fuses, and replaced the power control board to repair the bed.